Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that chest x-ray revealed that the left ventricular (lv) lead dislodged and migrated to the right atrium. It was noted that the lv lead was intact. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.